Manufacturer narrative:
Initially it was reported as a needle detachment, but changed to thread splitting/broken when checking the sample received. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 180 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the thread broken near the attachment area of one of the two needles and the needle still attached to the piece of thread. The suture has a double needle. We have checked the needle attachment strength of the other needle. We have tested the needle attachment strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.061 kgf in average and in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.124 kgf in average and in minimum (ep requirements: 0.061 kgf in average and 0.015 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same thread raw material batch as the used in this product. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Conclusion root cause analysis: it has not been possible to determine the root cause of the thread breakage of one of the thread ends of the sample. Despite this, the other thread end tested complies with usp/european pharmacopoeia and b. Braun surgical requirements regarding needle attachment and knot pull tensile strength. Final conclusion: although it has not been possible to determine the root cause of the thread breakage in one part of the sample and despite the results of the other part of the open sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that when the envelope was opened, the second needle was free and not connected to the thread. Additional information has not been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.